Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. 3 of the blades on the balloon were lifted. There was evidence of break/detach at the end of the lifted blades. The customer returned the detached blades and taped them to paper. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device. A tear was identified on the shaft of the returned introducer sheath used by the customer. A visual and microscopic examination of the balloon identified a longitudinal tear starting 2mm proximal of the distal markerband and extending 12mm proximally. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no damage or kinks to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that one third of one blade was missing. The 90% stenosed, 30mm x6mm target lesion was located in a calcified lesion. A 6.00mm/2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the device could not be inflated after inflated several times. The device was then removed from the sheath, however one third of one blade was missing. The procedure was completed with original device used. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that one third of one blade was missing. The 90% stenosed, 30mm x6mm target lesion was located in a calcified lesion. A 6.00mm/2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the device could not be inflated after inflated several times. The device was then removed from the sheath, however one third of one blade was missing. The procedure was completed with original device used. There were no patient complications reported.